Event description:
Pt underwent allograft re-construction of anterior cruciate ligument. Subsequently failed. At time of arthroscopy pt was found to have broken tip of the delta screw in the lateral compartment. The remainder of the screw was contained in the tibial tunnel.